Event description:
It was reported via remote transmission that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing. It was also noted that the patient experienced asystole. The device was reprogrammed. The patient was in stable condition.